Event description:
Patient is a (B)(6) year old male with a diagnosis of metastatic pancreatic cancer. One of his medications is 5-fluorouracil (5fu), dose = 2000 mg/m2 (3,450 mg, or 69 ml of 50 mg/1 ml 5fu) to be delivered by continuous ambulatory home infusion pump (curlin 6000 by moog, serial number (B)(4)) over 46 hours at a rate of 1.5 ml/hr. The patient received his 5fu in a secure empty container, lot a4607, and infused through a moog curlin infusion administration set [ref (B)(4)] lot cf1824413. 7 extra ml 5fu was added as overfill to the 69 ml to fill the tubing. The patient was started on his infusion on (B)(6) 2019 at 1429. Per rn¿s notes on (B)(6) 2019, "patient called at 1030 this morning stating that his pump started beeping at 1015. [Rn] attempted troubleshooting the pump over the phone because the patient could not come in at that time. It was established that the pump was complete and patient was instructed on how to turn the pump off and clamp the line. Patient arrived at 1200 for his [1215] appointment. Pump was turned off. Bag was totally empty. Pump read that there was still 3.5 ml still to be infused. Pump and bag given to rph." Rph confirmed pump settings read 65.3 ml infused, 3.7 ml remaining to be infused, infusion rate set at 1.5 ml/hr, but bag totally empty. Fluid only found in tubing. No delay in therapy; pump was empty 2 hours early. Md notified, pump removed from circulation. No intervention made by physician, no changes made to patient¿s treatment plan.